Event description:
Event description boston scientific received information that the ventricular and atrial leads were exhibiting impedances greater than 2500 ohms. A chest x-ray confirmed fractures on both of the leads. The leads were surgically abandoned and the ventricular lead was replaced. No adverse patient effects were noted.